Event description:
Rptr and mother-in-law experienced irritation in the eyes after using this product. Rptr's wife used the product and had much more severe symptoms. She had a great amount of irritation and swelling of the eyelids to the point that they were shut. She saw the ophthalmologist who stated that she had received chemical burns.